Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 with a blood glucose level of 690 mg/dl. The customer was treated for their blood glucose with the insulin pump. The customer was wearing the insulin pump during their hospital stay. The customer states that she was having problems with the quicksets and the cannula would bend. The customer was sent replacement sets.